Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer¿s report was not confirmed. During evaluation of the customer's returned device, heavy dust and debris was found inside the unit which could have contributed to customer's report, worn out video connector and pip connecter causing poor connection, and the front panel label was damaged. Cleaning of unit, software upgrade, and replacing damaged parts were recommended. Several request for additional information were emailed to the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii video system center's fan was loud. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the fan noise is not a problem with the device concerned, and it is likely that the cause was that the user used the fan in a dusty environment for a long time and did not carry out maintenance. As a result of a large amount of dust accumulated inside, the air became difficult to flow, the rotational speed of the fan rose, and the fan made noise. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "clean and vacuum dust the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and gets damaged from overheating." Olympus will continue to monitor field performance of this device.